Manufacturer narrative:
D4 lot number: 6035718.

Event description:
Additional information received further clarified that the proximal end of the implant was improperly placed and/or the patient's anatomical defect led to proximal misplacement.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, per the surgeon, "the proximal end of one of his cylinders fell out - I suspect the 5cm rear tip extenders was the culprit - the corporotomy suture must have tore cause that rear tip extender must have buckled and pushed up etc." The physician noted " I need to replace the ipp for him asap." Additional information received 10/06/2020: the revision was done and was not a device issue at all. It was a surgical/anatomical issue, the device functioning perfectly. No information as to which product was removed or lot number. A titan touch item number was entered to process the file, but may not reflect the implanted product. The item number and lot number will be updated if further information is received.